Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 45.0, 65.0 and 103.0 cm from the proximal end. The embolization coil was detached from its pusher assembly and the pull wire is distal to the pusher assembly distal detachment tip (ddt). The pull wire was not within the ddt alignment feature. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was detached from its pusher assembly and revealed the pull wire was not within the pusher assembly ddt alignment feature. If the smart coil is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the proximal constraint sphere to release from the ddt. This will result in the embolization coil detaching from its pusher assembly. Further evaluation of the returned smart coil revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter and subsequently decided to retract the smart coil to reposition it. While attempting to retract the smart coil, the physician experienced resistance and the smart coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed and the smart coil was flushed out. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.